Event description:
An affiliate reported being contacted by the parent of a patient 2009. Parent reported that the patient presented to the ER five days prior, with complaint of discomfort in the left eye (os) while wearing an acuvue 2 contact lens. Upon removal of the lens a hole was noted on the lens in question. The patient was diagnosed with a 2.5mm central corneal ulcer and treated with cravit drops. The corrected va was 20/40. The patient returned ecp nine days after the original date, for a final follow up visit. Treating doctor confirmed that the ulcer had completely healed and the patient's va recovered to 20/20. The patient resumed contact lens wear without further event. The lens in question was returned for evaluation. The parameters of the lens was measured and a visual inspection was performed. The lens met company standards for base curve, center thickness, and diameter. A hole was noted in the lens. No other visual attributes were observed. The lot number of the lens in question is unknown. No additional information is expected to be received. If additional information is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.